Event description:
Boston scientific received information that this patient's home monitoring system has detected low left ventricular (lv) amplitudes and high pacing impedances for this left ventricular (lv) lead and cardiac resynchronization therapy defibrillator (crt-d) system. The field representative discussed the findings with boston scientific technical services (ts). It was noted that the lv lead impedance was >2000 ohms for approximately two weeks, otherwise it was in the 1000 to 1300 ohm range. At this time, no oversensing has been noted. It was discussed to bring the patient to the clinic for evaluation. No adverse patient effects were reported.

Event description:
Additional information was received that on recent evaluation the lv pacing impedances in all vectors was > 2000 ohms and there was no lv capture at 7.5 volts. Boston scientific technical services (ts) recommended programming to right ventricular pacing only and to decrease lv outputs to minimum values. No further information was available. No adverse patient effects were reported and information suggests the lead remains in service.

Event description:
Additional information was received that an in-clinic evaluation was performed. The lv tip to ring configuration consistently yielded greater than 2000 ohm lead impedance measurements. Testing was then done in the extended bipolar configuration and impedance and threshold measurements were normal. At the request of the device following clinician, the lv pacing configuration was reprogrammed to the extended bipolar setting and the device will be monitored. There were no adverse patient effects.

Event description:
Additional information was received that an in-clinic evaluation was performed. The lv tip to ring configuration consistently yielded greater than 2000 ohm lead impedance measurements. Testing was then done in the extended bipolar configuration and impedance and threshold measurements were normal. At the request of the device following clinician, the lv pacing configuration was reprogrammed to the extended bipolar setting and the device will be monitored. There were no adverse patient effects.

Manufacturer narrative:
At this time, no additional information is available and our investigation is complete. This investigation will be updated should further information be provided.